Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that (B)(6) 2010, the patient underwent l4-l5 laminectomy, l5-s1 posterior lumber interbody fusion using peek cages, decompression of s1, l5 and l4 nerveroots, l4-s1 pedicle screws, arthrodesis, l4-s1, using peek and rhbmp-2/acs. The patient was d/c on (B)(6) 2010. Post-op the patient had lumbar pain.